Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable low results for 3 patient samples tested for elecsys tsh assay (tsh), elecsys t3 (t3), and elecsys ft4 ii assay (ft4 ii) tested on a cobas 6000 e 601 module. Medwatches for this event(B)(6) . Patient identifiers = (B)(4). Please refer to the attachment to this medwatch for relevant data. Discrepant results are highlighted. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The samples were manually poured over into the sample tubes to ensure that there was no foam or bubbles present. The cobas e601 serial number was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The normal reference range for tsh is 0.27 - 4.2 iu/ml. Further investigation stated that a general reagent issues can be excluded for tsh based on the calibration and qc results provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.